Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties loading cartridges. The customer's reported a blood glucose level of almost 400 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.